Event description:
It was reported that a pump powers on when the case halves are squeezed.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The evaluation confirmed that while operating on power supplied from a battery only, the device is able to power on without user input, enter sleep mode and shutdown without user input. The unit also displayed "check battery" alert messages during the evaluation. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting. No keypad output response anomalies were apparent during the device evaluation. The keypad was delaminated and examined under a microscope and no failures were evident on the keypad.